Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing of noise on the right ventricular channel causing pacing inhibition. Some atrial tachy response and pacemaker mediated tachycardia events were also logged due to non-proper physiological signals. Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.